Event description:
It was reported that the tip of the catheter was broken. A 6f runway catheter-guide was selected for use. During preparation, when removing the catheter from the packaging, it was noted that the tip was broken. No patient complications reported.

Event description:
It was reported that the tip of the catheter was broken. A 6f runway catheter-guide was selected for use. During preparation, when removing the catheter from the packaging, it was noted that the tip was broken. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was received in an opened product pouch, laying on the product card (out of the tabs, indicating the device was removed from the packaging). The product tray was inside the opened pouch was upside down, as the tabs for the hub were at the bottom of the packaging. This indicates the product tray was removed from the packaging and isn't how the packaging was received. The packaging was damaged (creased in pouch and tray) and there was tape at the top by the opened seal. The shaft was kinked in three (3) locations; 1.5cm proximal of the tip and 55cm and 56.5cm distal of the strain relief of the hub. The appearance of the packaging damage and kinks is consistent to damage that can occur during handling of the device during unpacking or preparation of the device at the facility.